Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not displaying on server. A technical support specialist (tss) verified that the provided patient identifier (ID) was not present in the database and requested additional patient ids for analysis. The tss also requested hl7 admission messages, as customers reported that patients were not appearing on the cabinet and seemed blocked. Patient cast and server down queries showed no anomalies, and station st mat data synchronization logs confirmed that the station was communicating with the server and receiving hl7 traffic. Since the patients were not found on either the es server or the station, the case was escalated to the iest team for deeper interface investigation. The integration engineer identified missing nurse unit configuration in the es interface, updated the routing logic, added the necessary nurse unit entries, and adjusted procedure sequencing. After the interface configuration was corrected, patient hl7 messages routed properly, and the patients displayed on the cabinet. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient was not displaying on the server. The customer requested to check whether specific patients could be filtered on the cabinet from a medical practice office outside the hospital. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.